Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Functional inspection - manual continuity tests were performed and found a short between the two jaws when closed. Spacer pads were inspected for damage and found 5 of the 6 spacer pads damaged. Spacer pads 1, 3, 4, 5, and 6 were flat. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: spacer pad damage: ancillary equipment failure. Device activated in contact with pooling fluid. Device used on vessels thicker than 7 mm. Grasping on too much tissue or inappropriate tissue types or on staples. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported the lf1837 stopped working about 1/3rd of the way through the case. It would not activate and seal. The device was replaced with another and was used with a force triad generator. There was no patient injury, medical intervention, or extended procedure time reported. Multiple attempts were made to obtain additional information. No information was provided. However, these are commonly used devices that are readily available.